Manufacturer narrative:
Model number/catalog number: sc-2316-70, serial number: (B)(4), batch / lot number: 20609610 / 5031875, model / catalog description: infinion 16 lead kit 70 cm. The explanted devices was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing an inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.